Event description:
Sometime in 1999, patient was seen by implant center for persistent and recurring infection at the implant site. It was noted at the time the device had begun to extrude through the skin flap. Patient was reimplanted with another clarion device on the contralateral side.